Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when trying to tie the suture after placing the first stitch, it was noted that one side of the needle was missing. It was searched during the surgery, but it could not be found. So, the surgeon judged that the needle had been detached from the suture originally. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify when did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? When trying to tie the suture after putting the 1st stitch, the surgeon noticed that one side of the needle was missing. It is unknown when the needle got separated from the suture. The following information was requested, but unavailable: please provide procedure name and date no further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.